Manufacturer narrative:
Failure analysis noted that the pump had blank display isolated to the interface board. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported blank display. The incident was reported via phone call. The customer stated that the pump stopped working and had a blank screen. The customer was advised to leave the battery out for two hours and to call back if the display did not return. The customer called back and stated that the pump was still blank. Blood glucose at the time of incident was 16mmol/l. Troubleshooting was not able to resolve the issue. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The device was returned for analysis.